Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to helix extension issues. After pocket creation and sheath insertion were completed, the lead was approached and screwed into the septum for placement in the ventricular septum. Threshold values were measured and it was confirmed that it was exhibiting high pacing threshold measurements, so the physician tried to retract the screw to reinsert the lead but felt resistance and tried to pull the lead into the sheath and out of the body by body turn without retracting the screw. According to the doctor, when pulling the lead out of the sheath, there was considerable resistance due to the entangled tissue at the tip of the lead, but when it was pulled strongly, the resistance suddenly disappeared and the lead was able to be removed from the body. When we checked the tip of the lead that had been removed from the body, we found that the screw was bent at a slant angle due to entangled tissue. The physician tried to remove the tissue and retract the screw, but were unable to do so, so we gave up the continued use of the product in question and produced an alternative product, and the procedure was successfully completed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to helix extension issues. After pocket creation and sheath insertion were completed, the lead was approached and screwed into the septum for placement in the ventricular septum. Threshold values were measured and it was confirmed that it was exhibiting high pacing threshold measurements, so the physician tried to retract the screw to reinsert the lead but felt resistance and tried to pull the lead into the sheath and out of the body by body turn without retracting the screw. According to the doctor, when pulling the lead out of the sheath, there was considerable resistance due to the entangled tissue at the tip of the lead, but when it was pulled strongly, the resistance suddenly disappeared and the lead was able to be removed from the body. When we checked the tip of the lead that had been removed from the body, we found that the screw was bent at a slant angle due to entangled tissue. The physician tried to remove the tissue and retract the screw, but were unable to do so, so we gave up the continued use of the product in question and produced an alternative product, and the procedure was successfully completed. No additional adverse patient effects were reported.